Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately two hours after the start of hd treatment. The blood leak was visually observed in both the dialysate compartment of the dialyzer and in the lines. A blood test strip was not used to test for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alert. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak was identified by the operator, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 400 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient elected to discontinue their treatment rather than be re-setup. Following the event, the 2008t machine was removed from service for evaluation. A biomedical technician inspected the machine and it passed all tests. Upon follow-up, the rn stated that no parts had to be replaced or calibrated. The machine was subsequently returned to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately two hours after the start of hd treatment. The blood leak was visually observed in both the dialysate compartment of the dialyzer and in the lines. A blood test strip was not used to test for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alert. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak was identified by the operator, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 400 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient elected to discontinue their treatment rather than be re-setup. Following the event, the 2008t machine was removed from service for evaluation. A biomedical technician inspected the machine and it passed all tests. Upon follow-up, the rn stated that no parts had to be replaced or calibrated. The machine was subsequently returned to service.